Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was difficulty interrogating the device. The device was able to be interrogated and no intervention was performed. The patient was stable with no consequences.